Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was not further described. The patient was not hospitalized for peritonitis. On the same day as the onset, the patient began treatment with injection (inj) cefazolin and inj. Ceftriaxone (1 gram once per day and routes not reported) for peritonitis. At the time of this report, cefazolin and ceftriaxone treatments were ongoing and the patient¿s outcome was unknown. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information available.